Event description:
The customer reported that the battery stopped working. There was no reported patient involvement.

Manufacturer narrative:
A supplemental report for receipt of serial number and occupation of reporter. Also, product number was changed from m3535a to m3536a in association with the serial number provided.